Manufacturer narrative:
Device was removed and returned to envoy after the patient lost hearing in their implanted ear. Analysis observed no signs of device malfunction or failure that could have caused or contributed to the event.

Event description:
Envoy was notified on (B)(6) 2026 of a patient that had complained of waking up without any sound in their implanted ear. Patient reported no other symptoms and denied aural fullness or pressure, tinnitus, or vertigo in his ear. Hearing remained stable in their other implanted ear. Dr. Shohet prescribed prednisone and recommended scheduling a CT scan if there is no improvement in two weeks. After further discussion, dr. Shohet decided to move forward with scheduling the patient for a revision, to test the transducer capacitance and change the sp. On (B)(6) 2026, it was determined that the issue was not reportable because there was not enough evidence to determine whether a device malfunction or failure had occurred. On (B)(6) 2026, an envoy clinical rep. Observing the revision noted that after reopening the implant pocket, the sound processor was exposed and removed. The transducer lead connections were inspected and confirmed to be fully seated. The processor was evaluated for liquid ingress and air bubbles, with none observed. Because the transducers tested normally, the decision was made to replace only the sound processor. No further testing was performed. After the replacement sound processor was connected and activated, the patient was able to percieve sound in their implanted ear again. Patient/clinical history with emc: (B)(6) 2009 : initial implant, (B)(6) 2009 : turn-on, (B)(6) 2009 : 2-month, (B)(6) 2013 : fitting, (B)(6) 2013 : battery change, (B)(6) 2013 : fitting, (B)(6) 2019 : fitting, (B)(6) 2020 : battery check, (B)(6) 2020 : battery change, (B)(6) 2020 : post battery change fitting, (B)(6) 2026 : post battery change fitting, (B)(6) 2026 : battery change, (B)(6) 2026 : fitting, (B)(6) 2026 : revision.